Event description:
A report was received that the pt was explanted due to experiencing back spasms and pain at the pocket site that shoots down her leg. The physician reported that he did not think the pt's pain was device related. After the procedure, the pt was reportedly doing well.